Manufacturer narrative:
The hcg+beta reagent lot number was 77493005, with an expiration date of 30-jun-2025. The instrument was checked and there were no abnormal detection alarms. The sample was checked and did not appear abnormal. Quality controls were acceptable. The user did not clean the sample probe daily. The reagent was checked and it was observed that there were bubbles in the reagent. It was determined that the sample clotting time was shorter than recommended by the tube manufacturer and the centrifuge settings were incorrect. The field service engineer adjusted the mixer speed. No further issues occurred after this action. The investigation determined the mixer speed adjustment resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e 411 analyzer. No questionable results were reported outside of the laboratory. The initial value did not match the patient's clinical diagnosis, so the sample was repeated. The sample initially resulted in an hcg+beta value of 0.123 miu/ml. The sample was repeated twice, resulting in values of 497.9 miu/ml and 504 miu/ml.